Manufacturer narrative:
The complete lead was returned. Visual observations noted setscrew marks were noted on both terminals. The conductor coils were deformed, curved, near the tip. A cut was noted in the insulation 162 mm from the terminal pin. The lead body insulation had the footprints of having been twisted in many places. The allegations could not be confirmed through the electrical testing in analysis. However, due to the type of damage, it appeared that the most probable cause of the twisted lead insulation may be due to twiddler's syndrome.

Manufacturer narrative:
The products were later explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), defibrillation and transvenous leads had experienced 24 inappropriate shocks and 76 inappropriate anti-tachycardia pacing events. Noise was also present on both leads. An x-ray revealed that this patient had twiddled the device as the device had been inverted. In addition the leads were dislodged as a result of the twiddling. The patient had discharged themselves from the psychiatric ward against medical advice. The patient scheduled themselves for a device explant and complained that the device was nothing but trouble. No further patient effects were reported.

Event description:
--